Event description:
It was reported the customer had a low blood glucose event. The customer stated they did not eat quick enough, causing their blood glucose to drop. The customer also reported the emergency medical services were called to treat their blood glucose with an IV. Customer could not provide their blood glucose at the time as their blood glucose did not register. Customer also reported the date of the low blood glucose incident was in (B)(6) 2014. The customer also reported they were not in a vehicular accident. Customer also stated they may have passed out prior the low blood glucose event occurring. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).